Event description:
It was reported that at the elective procedure to replace this patient's implantable device, an alert had been generated for out-of-range impedance measurements. The specific impedance measurements and lead details were not provided. The replacement device was implanted without further incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.